Event description:
The patient provided additional information noting worsening symptoms in the left hand, previously reported, and was advised to follow up with the managing healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type: recharger. Product ID neu_unkno wn_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient repeating previously reported complaint. The patient said they can put the charger on their body and one side is low and one side is high. Patient said the high side is on 11 and the low is on 0. Agent tried to review open loop with patient. Patient said they have been shaking worse in their left hand since the had this stimulator battery replaced. Since the change in implant they can hardly hold anything in left hand or eat. Right side has improved, the left side improved some. Patient called nurse and she helped them over the phone adjust the amplitude one point. While on the phone agent could hear the recharger beeping and connecting to stimulator. Agent heard the recharger tone that the stimulator was done charging. Had patient get handset to check battery to make sure therapy was on. Patient was then able to connect to stimulator and it showed therapy was on and stimulator battery was 100%. Patient was redirected to doctor to talk about their symptoms of left hand shaking much worse.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6); implanted: explanted: product type recharger product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was initially reported that the patient's left hand had worsened significantly with the patient mentioning that they were unable to hold a phone or eat with that hand. Later, the patient that it had taken over an hour to charge the implantable neurostimulator (ins) from 30% to 63%; it has been talking longer to charge for probably a month or two. Patient had an appointment with their healthcare provider (hcp) on (B)(6). On december-09, patient called back saying that they were worried that their wires could be wrong or that a wire broke because they could turn stimulation all the way up and with no improvement. They said their right hand used to be the bad one but now it was their left; they couldn't hold a phone or eat with it. Patient had seen their managing healthcare provider (hcp) and was prescribed medication, however, the medicine made them tired so they quit taking it. Patient plans to seek a second opinion with a different hcp to address their concerns and to check the implanted system.